Event description:
Unomedical reference number (B)(4). Event occurred in norway. On an unknown date, it was reported that a 17-year-old female child patient woke up feeling nausea and was throw up this morning. Reportedly, they have changed several infusion sets and all had kinked cannula. The family had no insulin pen available and the patient's blood glucose level was 20 mmol/l. Further, they contacted the hospital, and submitted with infusion treatment. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.